Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and diarrhea. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 6th day, ongoing) and ceftazidime injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the dose of ceftazidime injection was 1gm. Antibiotic treatment with vancomycin and ceftazidime were discontinued (on an unknown date). At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.